Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the photograph of the product as the product was not returned. It was found to exhibit signs of repeated use, the post feature has fractured off. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that no product fell into the patient. The surgery was completed with a backup tasp. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp broke when the surgeon was taking out the trial bearing. No known impact or consequence to the patient. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.